Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error and failed battery test. The customer's blood glucose value was unknown. The customer changed the battery and received button error. The customer stated that the numbers were ramping. The customer stated that the buttons continue to scroll without input. The product was returned for analysis.